Event description:
During service, the field service engineer noted an air source fault code in the diagnostic history log. Air source fault indicates the internal air source (blower) was not functioning properly. No patient involvement / harm.